Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, after opening the vial and before loading a 12.6mm vticm5_12.6 implantable collamer lens, -12.5/+2.0/094 (sphere/cylindar/axis), it tore/broke. This was meant to be implanted into the patient's left eye (os). There was no patient contact with the lens and this occurred on (B)(6) 2019. The cause of the event is reported as device. On the same date an alternate lens was successfully implanted.

Manufacturer narrative:
(B)(4).